Event description:
During cardiac arrest resuscitation defibrillator electrodes were applied and connected to the defibrillator. The device was turned on to the "monitor" mode and the screen displayed a dotted straight line. The defibrillator was switched to the "advisory" mode and the sceen showed ventricular fibrillation. The device was designed to automatically charge and shock the pt and it would not. A different defibrillator was applied and correctly shocked the pt and converted the rhythm which eventually resulted in a perfusing rhythm.